Manufacturer narrative:
The received device had the cannula assembly deployed and the formed needle not retracted. Damage was found on the slide retract and the formed needle, indicating improper installation of the formed needle, which was not seated in the slide retract. This issue resulted in the formed needle failing to retract. A leak test found no signs of leakage in the fluid path. Cracks were observed in the top housing; it cannot be determined when or how this damage occurred. No other damages or defects were found during the investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation.